Event description:
Catheter had been in place for a few days and it was discovered to be leaking from under the skin and out the exit port. Catheter removed and replaced. Catheter found to have a split in it.